Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop on a 5f exoseal vascular closure device (vcd) failed to change color when being used postoperatively for closure. The device was withdrawn, and 10 minutes of manual compression was used instead. The device was tested outside of the patient but also showed no color change. There were no reported injuries to the patient. This was during a diagnostic cerebral angiography procedure in which a right femoral artery puncture was made. A retrograde approach was used with a 5f non-cordis sheath. The physician was certified in the use of the exoseal vascular closure device (vcd). Angiography confirmed the suitability of the femoral artery with an appropriate insertion angle, and the vessel diameter was at least 5mm. No calcium, plaque, stents, or stenosis greater than 50% were noted near the puncture site. There was no evidence of prior closure or access complications. The patient¿s body mass index (bmi) was not greater than 40. One exoseal vcd was used. The device was stored and prepped per the instructions for use (IFU). No visible damage was observed on the device or packaging prior to use. The sheath and vcd were connected without difficulty, and the indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the sheath and vcd were retracted together until bleeding slowed. The physician did not place a thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the guidewire loop on a 5f exoseal vascular closure device (vcd) failed to change color when being used postoperatively for closure. The device was withdrawn, and 10 minutes of manual compression was used instead. The device was tested outside of the patient but also showed no color change. There were no reported injuries to the patient. This was during a diagnostic cerebral angiography procedure in which a right femoral artery puncture was made. A retrograde approach was used with a 5f non-cordis sheath. The physician was certified in the use of the exoseal vascular closure device (vcd). Angiography confirmed the suitability of the femoral artery with an appropriate insertion angle, and the vessel diameter was at least 5mm. No calcium, plaque, stents, or stenosis greater than 50% were noted near the puncture site. There was no evidence of prior closure or access complications. The patient¿s body mass index (bmi) was not greater than 40. One exoseal vcd was used. The device was stored and prepped per the instructions for use (IFU). No visible damage was observed on the device or packaging prior to use. The sheath and vcd were connected without difficulty, and the indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the sheath and vcd were retracted together until bleeding slowed. The physician did not place a thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.